Manufacturer narrative:
September 2016 bimonthly asr exemption e2013025 the total number of events for product classification code pah is 14. Qty 6- ajust adjustable single incision sling (single) qty 8- unknown bmd women¿s health mesh product h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
September 2016 bimonthly asr.

Manufacturer narrative:
Exemption no. E2013025 original reporting time frame july 1, 2016 to august 31, 2016 h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame july 1, 2016 to august 31, 2016. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.